Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged particles in tubing/chamber of the device. Patient alleged dry eyes,nasal and throat irritation,headache,upper respiratory difficulties and short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber of the device. Patient also alleged dry eyes, nasal and throat irritation, headache, upper respiratory difficulties and short of breath, nose burning, sore throat, headache related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed black dust like contamination (inconsistent with degraded sound abatement foam) , on the top enclosure, ui panel, and the bottom enclosure, light dust like contamination on top of the blower motor and the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, dust like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation.